Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per patient's preference. It was noted that the ipg was very old. No device malfunction was suspected.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.